Event description:
It was reported by the patient that the power adapter of the omnipod personal diabetes manager (pdm) was getting hot while charging.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The user reported the device gets hot while charging. The device was allowed to charge and was not observed to heat up during investigation. Inspection of the log files found no signs of the device overheating. The log files show the device was operating within the temperature specifications.